Event description:
Additional information received noted that the patient was presented in the emergency room with the failure to capture event was noted. The patient was in stable condition.

Event description:
Additional information received indicated that the patient presented in the emergency room with a low heart rate. Failure to capture was noted on a previous remote transmission. Manual testing was performed but no failure to capture was observed. A chest x-ray was performed but the findings are unknown. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited failure to capture. No intervention was performed. The condition of the patient is unknown.